Manufacturer narrative:
The underlying cause could not be determined. Per the documentation received from invacare (B)(4): unit was scrapped and no evaluation was completed. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Actuator dropped suddenly when coming down and clips also went.